Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the oxygenator leaked at the 3/8" - 1/4" reducer at the cvr outlet. The reducer was removed, and the product was used. No pt involvement as this occurred during prime. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval, therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).